Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-2329}; product lot/serial number (B)(6); product type: {delivery catheter system (dcs)}; implant date: {na}; explant date: {na} product ID: {l-evolutfx-2329}; product lot/serial number (B)(6); product type: {compression loading system (cls)}; implant date: {na}; explant date: {na}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, no pre-implant balloon valvuloplasty was performed. Following the valve implant procedure, a new left bundle branch block (lbbb) with a qrs of more than 150 was observed. The site placed the patient in group three for uneventful monitoring for 48 hours. Diagnostic tests were performed and prolonged hospitalization were required. The event was noted as not resolved. Per the physician, the event was related to the valve and the valve implant procedure. No additional adverse patient effects were reported.